Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1007 and prematurely reached battery capacity depleted (bcd). It was noted the patient experienced more than 40 shocks the day before. One week prior to the shock deliveries, the estimated battery life remaining was 1.5 years. It was also noted that this device has been implanted for 12 years. Subsequently, the patient was given a life vest, and the field representative questioned why the device wasn't delivering further shocks. Technical services (ts) confirmed the battery was dead. Ts discussed the device couldn't be relied on for therapy and recommended replacement. This ICD was explanted and replaced. No additional adverse patient effects were reported.